Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: the coil for the right tube was found in my uterus') in a (B)(6)-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, dysuria, cesarean section (2006, 2010, 2012, 2014), hysteroscopy (2005) and d & c (2008). Concurrent conditions included obesity, dysfunctional uterine bleeding, libido decreased, stress, menstrual discomfort, nausea, mass in abdomen, loss of libido, yeast infection, uterine cramps, sexually transmitted disease, hematuria, irritability, insomnia, abdominal pain, polymenorrhea, bradycardia and vaginal odor. Concomitant products included docusate sodium (colace), ibuprofen, iron, levonorgestrel (mirena) in 2014, medroxyprogesterone acetate, metronidazole, nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride (vitamin-b complex), ssri, tramadol hydrochloride and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge - thick in consistency white color discharge"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hirsutism ("hormonal changes: facial hairs"), vaginal infection ("infection (bladder/urinary tract/vaginal): acute vaginitis"), vulvovaginal candidiasis ("vaginitis candida albicans") with vulvovaginal pruritus and vulvovaginal burning sensation, (B)(6) ("infection (other): (B)(6)"), migraine ("migraines / headaches"), mood swings ("psychological or psychiatric problems:mood lability (mood swings)"), depression ("depression"), cervical dysplasia ("reproductive system disorder or condition:cervical dysplasia"), obesity ("weight gain-obesity"), constipation ("other injury(ies) or complication(s): weeks without bowel movements"), abdominal distension ("increased bloating"), gastrointestinal motility disorder ("difficulty having bowel movements"), hot flush ("hot flashes"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain during cycle") and arthralgia ("hip pain during cycle") and was found to have heart rate decreased ("blood or heart disorder/condition:low heart rate"). The patient was treated with fluconazole, medroxyprogesterone acetate (depo-provera), sennoside a+b (exlax), terconazole (terazol 7), on (B)(6) 2017 & (B)(6) 2018 colposcopy and surgery (bilateral salpingectomy, other (please specify) - laparoscopic assisted bilateral, salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, heart rate decreased, dysmenorrhoea, dyspareunia, fatigue, alopecia, hirsutism, vaginal infection, vulvovaginal candidiasis, (B)(6), migraine, mood swings, depression, cervical dysplasia, vaginal discharge, obesity, constipation, abdominal distension, gastrointestinal motility disorder, hot flush, abdominal pain lower, back pain and arthralgia outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, cervical dysplasia, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal motility disorder, heart rate decreased, (B)(6), hirsutism, hot flush, menorrhagia, migraine, mood swings, obesity, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: left side- 1 coil and right side- 4 coil. Discrepancy noted-previously reported insertion date was (B)(6) 2014 and currently reported (B)(6) 2014. Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Blood immunoglobulin g - on (B)(6) 2017: igg antibodies positive. Candida test - on (B)(6) 2017: positive. (B)(6) test - on (B)(6) 2017: (B)(6). Hysterosalpingogram - on (B)(6) 2014: tubes closed. Smear cervix - on (B)(6) 2017: lgsil with no (B)(6) detected; on (B)(6) 2018: (B)(6) for (B)(6). Ultrasound scan vagina - on (B)(6) 2017: gyne sono for dub: essure coils visualized; normal uterus and ovaries; no masses/fluid seen. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: hot flashes, menorrhagia, dysmenorrhea, dyspareunia, vaginitis, increased bloating and difficulty having bowel movements, constipation, vulvar itching or burning, vaginal itching or burning, candida albicans vaginitis, vaginal discharge, (B)(6), abnormal vaginal bleeding, cervical dysplasia, migraines, weight gain, mood lability, pelvic pain, depression and fatigue. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr received. Date of implant updated. Lot number and explant date were added. This case become incident. Event injury was updated to pelvic pain. Following events were added: perforation (uterus)/migration of essure device: the coil for the right tube was found in my uterus, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), low heart rate, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes: facial hairs, acute vaginitis, vaginitis candida albicans, vulvar itching/vaginal itching, vulvar burning/vaginal burning, infection (other): (B)(6), migraines / headaches, mood lability (mood swings), depression, cervical dysplasia, vaginal discharge- thick in consistency white color discharge, weight gain-obesity, bowel issue, weeks without bowel movements, increased bloating, difficulty having bowel movements, hot flashes, lower abdomen pain, back pain during cycle and hip pain during cycle. Reporter information, medical history, concomitant, treatment drug and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: the coil for the right tube was found in my uterus') in a 29-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, dysuria, cesarean section (2006, 2010, 2012, 2014), hysteroscopy (2005) and d & c (2008). Concurrent conditions included obesity, dysfunctional uterine bleeding, libido decreased, stress, menstrual discomfort, nausea, mass in abdomen, loss of libido, yeast infection, uterine cramps, sexually transmitted disease, hematuria, irritability, insomnia, abdominal pain, polymenorrhea, bradycardia and vaginal odor. Concomitant products included docusate sodium (colace), ibuprofen, iron, levonorgestrel (mirena) in 2014, medroxyprogesterone acetate, metronidazole, nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride (vitamin-b complex), ssri, tramadol hydrochloride and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge- thick in consistency white color disharge"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual cramps ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hirsutism ("hormonal changes: facial hairs"), vaginal infection ("infection (bladder/urinary tract/vaginal): acute vaginitis"), vulvovaginal candidiasis ("vaginitis candida albicans") with vulvovaginal pruritus and vulvovaginal burning sensation, herpes simplex ("infection (other): herpes simplex"), migraine ("migraines / headaches"), mood swings ("psychological or psychiatric problems:mood lability (mood swings)"), depression ("depression"), cervical dysplasia ("reproductive system disorder or condition:cervical dysplasia"), obesity ("weight gain-obesity"), constipation ("other injury(ies) or complication(s): weeks without bowel movements"), abdominal distension ("increased bloating"), gastrointestinal motility disorder ("difficulty having bowel movements"), hot flush ("hot flashes"), abdominal pain lower ("lower abdomen pain"), pain menstrual ("back pain during cycle") and arthralgia ("hip pain during cycle") and was found to have heart rate decreased ("blood or heart disorder/condition:low heart rate"). The patient was treated with fluconazole, medroxyprogesterone acetate (depo-provera), sennoside a+b (exlax), terconazole (terazol 7), on (B)(6) 2017 & (B)(6) 2018 colposcopy and surgery (bilateral salpingectomy, other (please specify) - laparoscopic assisted bilateral, salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, heart rate decreased, menstrual cramps, dyspareunia, fatigue, alopecia, hirsutism, vaginal infection, vulvovaginal candidiasis, herpes simplex, migraine, mood swings, depression, cervical dysplasia, vaginal discharge, obesity, constipation, abdominal distension, gastrointestinal motility disorder, hot flush, abdominal pain lower, pain menstrual and arthralgia outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, cervical dysplasia, constipation, depression, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal motility disorder, heart rate decreased, herpes simplex, hirsutism, hot flush, menorrhagia, menstrual cramps, migraine, mood swings, obesity, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and pain menstrual to be related to essure. No further causality assessment were provided for the product. The reporter commented: left side- 1 coil and right side- 4 coil. Discrepancy noted-previously reported insertion date was (B)(6) 2014 and currently reported (B)(6) 2014. Current weight:195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Blood immunoglobulin g - on (B)(6) 2017: igg antibodies positive. Candida test - on (B)(6) 2017: positive. Herpes simplex test - on (B)(6) 2017: hsv 1 and 2 positive. Hysterosalpingogram - on (B)(6) 2014: tubes closed. Smear cervix - on (B)(6) 2017: lgsil with no high-risk hpv detected; on (B)(6) 2018: ascus negative for high risk hpv. Ultrasound scan vagina - on (B)(6) 2017: gyne sono for dub: essure coils visualized; normal uterus and ovaries; no masses/fluid seen. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: hot flashes, menorrhagia, dysmenorrhea, dyspareunia, vaginitis, increased bloating and difficulty having bowel movements, constipation, vulvar itching or burning, vaginal itching or burning, candida albicans vaginitis, vaginal discharge, herpes simplex, abnormal vaginal bleeding, cervical dysplasia, migraines, weight gain, mood lability, pelvic pain, depression and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device: the coil for the right tube was found in my uterus, migration') and genital haemorrhage ('gen. Abnormal bleed') in a 29-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, dysuria, cesarean section (2006, 2010, 2012, 2014), hysteroscopy (2005) and d & c (2008). Concurrent conditions included obesity, dysfunctional uterine bleeding, libido decreased, stress, menstrual discomfort, nausea, mass in abdomen, loss of libido, yeast infection, uterine cramps, sexually transmitted disease, hematuria, irritability, insomnia, abdominal pain, polymenorrhea, bradycardia and vaginal odor. Concomitant products included docusate sodium (colace), ibuprofen, iron, levonorgestrel (mirena) in 2014, medroxyprogesterone acetate, metronidazole, nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride (vitamin-b complex), ssri, tramadol hydrochloride and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge- thick in consistency white color disharge"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hirsutism ("hormonal changes: facial hairs"), vaginal infection ("infection (bladder/urinary tract/vaginal): acute vaginitis"), vulvovaginal candidiasis ("vaginitis candida albicans") with vulvovaginal pruritus and vulvovaginal burning sensation, herpes simplex ("infection (other): herpes simplex"), migraine ("migraines / headaches"), mood swings ("psychological or psychiatric problems:mood lability (mood swings)"), depression ("depression"), cervical dysplasia ("reproductive system disorder or condition:cervical dysplasia"), obesity ("weight gain-obesity"), constipation ("other injury(ies) or complication(s): weeks without bowel movements"), abdominal distension ("increased bloating"), gastrointestinal motility disorder ("difficulty having bowel movements"), hot flush ("hot flashes"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain during cycle"), arthralgia ("hip pain during cycle"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have heart rate decreased ("blood or heart disorder/condition:low heart rate, blood/heart disorder") and weight increased ("weight gain"). The patient was treated with fluconazole, medroxyprogesterone acetate (depo-provera), sennoside a+b (exlax), terconazole (terazol 7), on (B)(6) 2017 & (B)(6) 2018 colposcopy and surgery (bilateral salpingectomy, other (please specify) - laparoscopic assisted bilateral, salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, heart rate decreased, fatigue, alopecia, hirsutism, vaginal infection, vulvovaginal candidiasis, herpes simplex, migraine, mood swings, depression, cervical dysplasia, vaginal discharge, obesity, constipation, abdominal distension, gastrointestinal motility disorder, hot flush, abdominal pain lower, back pain, arthralgia, genital haemorrhage and weight increased outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, cervical dysplasia, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal motility disorder, genital haemorrhage, heart rate decreased, herpes simplex, hirsutism, hot flush, menorrhagia, migraine, mood swings, obesity, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: left side- 1 coil and right side- 4 coil discrepancy noted-previously reported insertion date was (B)(6) 2014 and currently reported (B)(6) 2014. Current weight:195 lbs. Patient received treatment for general abnormal bleeding, blood or heart disorder, menorrhagia (heavy menstrual bleeding), migration, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Blood immunoglobulin g - on (B)(6) 2017: igg antibodies positive. Candida test - on (B)(6) 2017: positive. Herpes simplex test - on (B)(6) 2017: hsv 1 and 2 positive. Hysterosalpingogram - on (B)(6) 2014: tubes closed. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Smear cervix - on (B)(6) 2017: lgsil with no high-risk hpv detected; on (B)(6) 2018: ascus negative for high risk hpv. Ultrasound scan vagina - on (B)(6) 2017: gyne sono for dub: essure coils visualized; normal uterus and ovaries; no masses/fluid seen.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: hot flashes, menorrhagia, dysmenorrhea, dyspareunia, vaginitis, increased bloating and difficulty having bowel movements, constipation, vulvar itching or burning, vaginal itching or burning, candida albicans vaginitis, vaginal discharge, herpes simplex, abnormal vaginal bleeding, cervical dysplasia, migraines, weight gain, mood lability, pelvic pain, depression and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received new event added genital bleeding, weight gain, abdominal pain. Event outcome added abdominal pain, dysmenorrhea (cramping),apareunia, dyspareunia (painful sexual intercourse).dysmenorrhea (pain in back during menstruation bleeding) pt change to back pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.